Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltages while connected to the power module was confirmed via the submitted log files (8a021035 and 8a021039). The reported event of backup battery fault alarms could not be confirmed. Log file 8a021039 is from the patient¿s primary controller and log file 8a021035 is from the patient¿s backup controller. Log file 8a021039 contained approximately 12 hours of data ( on (B)(6) 2019 ¿ on (B)(6) 2019 per the timestamp). The timespan over which the events captured in log file 8a021035 occurred cannot be determined as the clock was not set until the last two events captured in the log file, which occurred at 10:34:06 on (B)(6) 2019. Throughout the log files, the controller recorded low voltages while connected to the power module. Intermittent low voltage advisory alarms were active due to the rsoc voltage falling below the low voltage threshold. Log file 8a021035 also captured unable to charge backup battery alarms while the controller was in charge mode due to the supply voltage being too low to charge the backup battery; this alarm presents as a low voltage advisory alarm on the controller and is only active in charge mode, by design. At the end of each log file, the voltages while connected to the power module were at the approximate expected values; this is consistent with the provided information that the power module patient cable was exchanged. The voltages while connected to 14v batteries were at the expected levels. The pump maintained a speed above or equal to the low speed limit while the driveline was connected in both log files. Technical services recommended returning the power module patient cable for analysis. Additional information provided stated that the patient switched to the backup controller because of persistent backup battery faults. After switching to the backup controller, the backup battery fault alarms were reported to have continued. While attached to the power module and on the phone with the vad coordinator, the patient was reportedly having power cable disconnect alarms even though both power leads were securely attached. The patient was instructed to change to 14v batteries. The account communicated that the both backup batteries were checked to ensure proper connection, and no issues were observed. The low voltage advisory and backup battery fault alarms were then reportedly reproduced while with the vad coordinator using the patient¿s controller, power module, and patient cable. The power module patient cable was then replaced, and the alarms were reported to have resolved. The account stated that no visual damage to the cable was observed. The power module patient cable was not returned for evaluation. Multiple requests were made to determine if the power module patient cable would be returned; however, no response was received. The reported event appears to be related to an issue with the power module patient cable; however, the root cause of the reported event could not be conclusively determined through this analysis as the patient cable was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file was sent for review. The periodic log file showed a controller clock corrupt and clock invalid alarms on (B)(6) 2019 along with odd relative state of charge (rsoc) voltages while on ac power. The event log for primary controller showed a string of odd rsoc while patient was on ac power on (B)(6) 2019 until the drive line was disconnected when patient switched to their back up controller. The backup controller's log file showed 11 lines of data, which all contained controller clock corrupt and clock invalid alarms. Also noted this file included a string of odd rsoc voltages while patient was on ac power. The event log showed on troller clock corrupt and clock invalid alarms on (B)(6) 2019. The patient switched to his back up controller because of the persistent back-up battery faults. After switching to his back up controller he called for guidance because he was having back up battery faults still. While attached to his power module and on the phone with me he was having cable disconnect alarms even though the leads were securely attached. Patient changed to batteries and brought his equipment to clinic. Interrogated both controllers with the hospital equipment and there were no active advisory alarms. Checked both back-up batteries to ensure they were properly installed. After verifying this, customer attached monitor to his power module and patient cable and connected his controller. After a few seconds, patient began to alternate between low voltage advisory alarm and back up battery expiring-replace alarm. He then began having the back up battery fault alarm on his controller. Customer reconnected him to batteries and exchanged his patient cable for a new patient cable and reconnected his controller. After about 15 minutes, there were no alarms, patient was sent home with the new cable. No visible damage seen to the cable but returned it as well as the back-up battery and the controller that had been exchanged a few weeks ago. The no external power was due to the patient changing the controller. The patient had no symptoms. Patient came to office and it was found his power module cable was defective. Patient was given new power module cable. Patient was on power module during this event.